Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during the night. The customer's blood glucose level was 220 mg/dl. Upon changing the cartridge and infusion set, a cartridge alarm 1 was received. Another cartridge was loaded on the pump. Both alarms were resolved. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.